Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella cp support and during support, a purge pressure low alarm occurred about 7 hours after insertion. The purge set was replaced, but the situation did not improve, and the automated impella controller was replaced, but there was no improvement. While pump replacement was considered, the purge fluid was changed from 5% glucose to 10%, and the purge pressure returned to normal. Support continued and there was no patient harm.

Manufacturer narrative:
Data analysis: a review of the imc logs reveals the occurrence of 5 "purge pressure low" alarms, which is consistent with the complaint. Additionally, the rt and lt logs show that before these alarms began to occur, the purge pressure had slowly decreased from between ~400 and 500 mmhg to ~300 mmhg. Device analysis: the console was not returned for investigation. Root cause: the cause of the issue was not determined since product was not returned. S d10 concomitant medical products and therapy dates updated.